Event description:
During an initial implant procedure, increased pacing impedance and noise were detected on the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and noise were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.